Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 % stenosis degree) in a moderately-severely tortuous part of the proximal-mid-distal rca. After pre-dilation of the lesion, the affected orsiro mission was introduced into the patient's body but during advancing the device to the target lesion, the stent became deformed. The affected device was withdrawn, and an another orsiro mission of the same size was successfully implanted.